Event description:
It was reported that this left ventricular (lv) lead was suspected to be dislodged approximate two weeks after implantation. No further information was able to be provided. A revision procedure is planned to be performed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was suspected to be dislodged approximate two weeks after implantation. No further information was able to be provided. A revision procedure is planned to be performed. This lead remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be not returned for analysis, as it was discarded.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.